Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient had really bad diarrhea, but they didn't think it was from the therapy. They thought it was from their medication. Contributing factors, diagnostics/troubleshooting, and actions/interventions regarding the reported issue were unknown. It was reported that it was unresolved at the time of the report. Additional information was received. The patient reported they had bladder spasms and didn't know if they were emptying their bladder, they were concerned. On the phone they stated 'excuse me, I'm choking' and drank water. Contributing factors to the reported event were unknown. The patient was advised to contact their doctor to see if they were emptying bladder completely. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.